Manufacturer narrative:
(B)(4). Exemption number, e2014005. (B)(4). This complaint was not deemed reportable under the then effective reporting procedure, but is reportable under revised reporting procedure which exercises stricter interpretation to reporting obligation. This case is an outcome of retrospective review performed on all our old non-reportable events, to ensure all our cases are in -part with our new procedure (of the ~920 files reviewed in the retrospective review 38 cases were deemed reportable based on the current reporting scheme. Of course none had serious injury or death, as those are reportable under old and new procedures).

Event description:
The event was reported by a customer from USA: "pump delivers bolus doses without pressing - sapphire multi therapy pca when placed on a fanny pack/bag, patient complains that the device delivers bolus doses on its own. Device is an in-patient unit. The bottom lower left corner of the bag delivers bolus doses even if the patient does not press anything. No bolus cord was used. A narcotic drug was used during the incident. Patient involvement: yes, death/serious injury: no, human harm: no."